Manufacturer narrative:
(B)(4). Corrected data: patient code corrected to reflect additional information received regarding patient condition. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: the wire was sticking when coming out of the arrow advancer and came out in a curly-q. Additional information received indicates there was no patient injury and the patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Additional information requested from the user facility. No additional information received at the time of this report.

Event description:
The customer reports: the wire was sticking when coming out of the arrow advancer and came out in a curly-q.